Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 133.6030 on 8015 ls unit account name: (B)(6). Account #: (B)(6). Asset name: 8015ls v9.12.40 pcu dom a/b/g (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 ls unit serial #(B)(4). Case resolution: tech called in with error code 133.6090 on 8015 ls unit which is the main speaker on unit has to be replace on unit confirm part # for main speaker with price quote.